Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was reported that myopotential oversensing signals were present. The device was re-programmed to resolve the event and the patient was stable.